Event description:
The dr was performing a tonsillectomy and was clamping the suction when the tip of the esu pencil started to burn. The dr immediately stopped. The tonsil area was inspected and no evidence of a burn was noted.